Manufacturer narrative:
An inspection of the product was performed by an arjo technician. The hanger bar was tightened after the incident, but this was not related to the incident. All functions were working properly. According to the information received, it was not a malfunction of the device that was the cause of the incident, but an unpredictable movement of the patient due to the patient's condition. While raising her, the patient lifted her legs and pushed against the jib and pillar assembly. As she was diagnosed with dementia and agitated, she may not have been suitable for a safe transfer. The manufacturer recommends being aware of behaviours such as grabbing and pushing with the legs and to ensure two caregivers are present during a transfer. It is also advised to turn the hanger bar away from the pillar to avoid behavioural issues of using the legs to push.

Event description:
The facility reports the resident was in the chair with the sling around her. The staff placed the head stays in the sling and attached the leg and shoulder straps to the hanger bar. The legs of the lift opened to go around the chair. The staff raised the lift and, while raised, the resident lifted her legs and pushed against the jib and pillar assembly. The hanger bar tilted back and, as a result of pushing on the pillar, the resident pushed herself out of the lift. The staff thought she may have hit her head on the night stand. The staff moved the lift out of the way and attended to the resident. The resident sustained a head laceration.